Manufacturer narrative:
Examination was not possible, as the prod was not returned. A search of the complaint database found no prior reports for this part and lot number combination. A review of the device history records found no related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
About four months after the surgery, it was found that the screw used for the distal hole of the nail was broken.